Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('there are portions of coiled metal wire found in the most proximal aspect of the fallopian tube/two additional portions of coiled wire are found within the tissues.'), embedded device ('there are portions of coiled metal wire found in the most proximal aspect of the fallopian tube,this is embedded within the lumen') and device expulsion ('right essure coil- a portion of it appears to be in the endometrial cavity.') In an adolescent female patient who had essure (ess205) (batch no. 12239988) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital hemorrhage, dysmenorrhea and thyroid disorder. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and adenomyosis ("adenomyosis"). The patient was treated with surgery (bilateral salpingectomy; hysterectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device breakage, embedded device, device expulsion and adenomyosis outcome was unknown. The reporter considered adenomyosis, device breakage, device expulsion and embedded device to be related to essure (ess205). The reporter commented: essure insertion detail: the essure device was first inserted into the right ostia with about a coils visualized after placement of the device. The left tube had the essure device inserted in a similar fashion with about 2 coils visualized after placement of the device. Surgical pathology report: cervix: no significant histologic abnormality. Endometrium: inactive. Myometrium: adenomyosis. Uterine serosa: no significant histologic abnormality. Fallopian tubes: no significant histologic abnormality. Uterine weight: 408 grams. Negative for malignancy. Additional comments: 3d done to better visualize right essure coil. A portion of it appears to be in the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2018: impression: normal pelvic ultrasound. Myometrium has findings consistent with adenomyosis. Essure coils seen bilaterally. The right coil may be protruding into the endometrial cavity.; in (B)(6) 2018: enlarged and globular uterus strongly suggestive of adenomyosis. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: device breakage, device embedded, device expulsion and adenomyosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('there are portions of coiled metal wire found in the most proximal aspect of the fallopian tube/two additional portions of coiled wire are found within the tissues.'), embedded device ('there are portions of coiled metal wire found in the most proximal aspect of the fallopian tube,this is embedded within the lumen') and device expulsion ('right essure coil- a portion of it appears to be in the endometrial cavity.') In an adolescent female patient who had essure (ess205) (batch no. 12239988) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital hemorrhage, dysmenorrhea and thyroid disorder. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and adenomyosis ("adenomyosis"). The patient was treated with surgery (bilateral salpingectomy; hysterectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device breakage, embedded device, device expulsion and adenomyosis outcome was unknown. The reporter considered adenomyosis, device breakage, device expulsion and embedded device to be related to essure (ess205). The reporter commented: essure insertion detail: the essure device was first inserted into the right ostia with about a coils visualized after placement of the device. The left tube had the essure device inserted in a similar fashion with about 2 coils visualized after placement of the device. Surgical pathology report: cervix: no significant histologic abnormality. Endometrium: inactive. Myometrium: adenomyosis. Uterine serosa: no significant histologic abnormality. Fallopian tubes: no significant histologic abnormality. Uterine weight: 408 grams. Negative for malignancy. Additional comments: 3d done to better visualize right essure coil. A portion of it appears to be in the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on 07-aug-2018: impression: normal pelvic ultrasound. Myometrium has findings consistent with adenomyosis. Essure coils seen bilaterally. The right coil may be protruding into the endometrial cavity.; in august 2018: enlarged and globular uterus strongly suggestive of adenomyosis.. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: device breakage, device embedded, device expulsion and adenomyosis quality-safety evaluation of ptc: unable to confirm complaint we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.